Event description:
The customer reported a multiple erroneous results from one patient sample for total human chorionic gonadotropin (tbhcg), tsh, prolactin, lh, fsh, estradiol, and insulin generated on the unicel dxi 800 access immunoassay system. The results were reported out of the laboratory. The patient was admitted to the hospital and subjected to unnecessary diagnostic and therapeutic intervention. The samples were tested on another laboratory system (roche modular system) and the result was discordantly lower and more closely matched the clinical presentation of the patient. Sample information was not provided. The customer states that qc has been within range for all assays. The customer states that they are not questioning any other patient results. Service was not dispatched for this event, as the customer feels that this is patient/sample related. On (B)(6) 2012, the sample was sent to customer product line support (cpls) east for analyses.

Manufacturer narrative:
Investigation on going, pending cpls analysis.this MDR is associated withmdr 2122870-2012-00611.